Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent unknown procedure on (B)(6) 2018 and suture was to be used. During the procedure, the needle size is same with other same products, but the size of thread was thicker than others. It was not used during the procedure. There were no adverse patient consequences reported.